Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 10 mg/ml at 2.030 mg/day via an implanted pump for an unknown indication for use. It was reported the catheter was not patent. The event difficulty occurred on 2024-06-04. It was noted the patient had higher than expected residual volumes during a routine refill. The patient also reported having higher pain. The doctor did a catheter flow study yesterday ((B)(6) 2024) to check status of catheter and could not aspirate, which confirmed the catheter was not patent and delivering medication. It was asked but unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ surgical intervention was planned but had not been scheduled. The patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-sep-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that expected volume was 3.2 cc, actual volume was 19.3 cc. The previously programmed volume was 20 cc and filled volume was 20 cc. A surgery for the patient was not scheduled.